Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine and dilaudid/hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. It was reported that a granuloma was suspected. Per the reporter, the patient had been in a lot of pain/increased pain and was experiencing weakness in his legs. The patient was hospitalized approximately one day after the symptoms began. An MRI was scheduled. Additional information was received on 31-mar-2021 at which time it was reported that the pump was critically alarming because a motor stall occurred, and the patient had a fall. The reporter was going to check the pump logs in 45 minutes to see if the stall recovered. If not, they would be doing a replacement as soon as possible. Additional information was received on 01-apr-2021 at which time it was reported that the motor stall recovered 1.5 days later. There had been no emi (electromagnetic interference), MRI, or magnetic interactions prior to the motor stall. The cause of the motor stall was not determined. Today, the patient had an MRI to help differentially diagnose his hospitalization, and it was undetermined if the patient had a granuloma. The pump stalled due to the MRI but recovered shortly after leaving the MRI field. Per the reporter, they were going to wait and see with regards to pump replacement.